Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen dose, concentration and lot number not reported. The indications for use were non-malignant pain and lumbar radiculopathy. A pump motor stall occurred. Device interrogation on (B)(6)-2015 revealed pump motor stall with recovery secondary to an MRI. The etiology was related to the device or therapy and not related to the implant procedure. No patient symptoms reported. No action was taken and the outcome was resolved without sequelae (B)(6)-2015

Event description:
Additional information was received from a healthcare professional via a product surveillance registry on 04-apr-2016 and it was reported that the pump motor stalled (B)(6) 2015 at 17:46 and recovered (B)(6) 2015 at 18:41.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.